Event description:
It was reported that during lumbar decompression surgery, it was discovered that the motor device would not rotate when the foot pedal device was depressed. According to the report, prior to surgery, it was difficult to insert the burr device. The reporter stated that the user was able to secure the cutter device on the motor device. However, during the surgical procedure, it was observed that the device would not rotate and the cutter device was not secure and was ¿falling out of the device¿. There were no delays to the planned surgical procedure as a spare identical device was available for use. The surgery was completed successfully with the spare device. There were no reports of patient or user injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device meets all manufacturer's specifications. Therefore, the reported condition could not be confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.